Manufacturer narrative:
The reported event was not confirmed because the reported failure could not be reproduced. No root cause could be found because the reported event was unconfirmed. A potential root cause for this failure mode could be due to excessive coating. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and states the following: bard® ez-lok® sampling port (indicated by the blue stem in the port) accepts luer lock (fig. 1a) or slip tip syringes (fig. 1b). 1. Occlude drainage tubing a minimum of 3 inches below the sampling port by kinking the tubing until urine is visible under the anccess site. 2. Swab surface of bard® ez-lok® sampling port with antiseptic wipe. (Fig. 2) 3. Using aseptic technique, position the syringe in the center of the sampling port. The syringe should be held perpendicular to the surface of the sampling port (at approximately 80 - 100 degree angle). Press the syringe firmly and twist gently to access the sampling port. (Fig. 3) 4. Slowly aspirate urine sample into syringe and remove syringe from sample port. (Fig. 4) 5. Unkink tubing and transfer urine specimen into specimen cup or follow hospital protocol. Discard syringe according to hospital protocol. 6. Follow established hospital protocol for specimen labeling and transport to lab. Sterile: contents of inner wrap are sterile unless package has been opened or damaged. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Single use only. Do not re-sterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer advised that the box they received was defective and the use of the catheter resulted in bleeding with the customer being taken to emergency. The customer used the catheter at home, experienced bleeding and had to be rushed to emergency. The customer has been using catheters for a long time and was knowledgeable of the proper use of the product. The customer and a medical practitioner at the hospital did note that the rubber on the catheter seemed to be a little stiffer than usual when compared to previous units. Per additional information received via email on 23apr2024, it was reported that the no further adverse effects emanating from the use of the product. Unfortunately, the customer was in the hospital (unrelated issues).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer advised that the box they received was defective and the use of the catheter resulted in bleeding with the customer being taken to emergency. The customer used the catheter at home, experienced bleeding and had to be rushed to emergency. The customer has been using catheters for a long time and was knowledgeable of the proper use of the product. The customer and a medical practitioner at the hospital did note that the rubber on the catheter seemed to be a little stiffer than usual when compared to previous units.